Event description:
It was reported per field service report: pump was on pt. Symptoms - high pressure alarms sounded while on pt. Actions taken: (B)(4) also had high pressure alarms on load simulator. Found debris in load simulator and cleaned. Ran pump for over two hours without alarm. Also replaced a missing ac power clip. Add'l info was received from the (B)(6) on 11/10/2010 that the pump was exchanged off the pt. Further add'l info received on 11/17/2010 by the field service expert stated that once (B)(4) test equipment (load simulator) was cleaned/repaired, the intra-aortic balloon pump functioned properly and the reported complaint could not be duplicated.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.